Event description:
It was reported that a thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the 45 day follow up appointment on (B)(6) 2020, the transesophageal echocardiography (tee) noted that the closure device still met implant criteria. The patient was then taken off eliquis and placed on plavix and aspirin on (B)(6) 2020. The patient presented to the hospital for nose bleed on (B)(6) 2021 and (B)(6) 2021. Plavix was then discontinued on (B)(6) 2021 and the aspirin dose was increased to 325mg. On (B)(6) 2021, the patient presented to the hospital with a left temporal cva. Tee also found thrombus on the closure device. There was no intervention performed for the stroke nor for retrieval of the clot as the patient was not a candidate for tissue plasminogen activator treatment. Follow up was again performed on 19may2021 and the patient was overall doing well with some residual speech difficulty. The patient returned back at the nursing home they were previously residing from.